Event description:
No additional information.

Manufacturer narrative:
Correction: model number changed from mz1000-to-mz1000 china. Investigation result: a mz1000 china product was not available for investigation; the lot number was not available. The feedback provided by the customer states that, "during product use, breakage caused liquid leakage". No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needleless connector was damaged the following information was received by the initial reporter with the following verbatim during product use, breakage caused liquid leakage. The affected quantity is 25 pieces. 20 pieces of the sample can be returned. Photos are unavailable. A green claim is required. A complaint response letter and an acknowledgement letter are not required.